Event description:
The customer stated the rubella calibration failed with error code 1018: calibration check failure, cal a, results too high, on the axsym analyzer. The abbott customer technical advocate (cta) asked the customer to replace the probes, decontaminate the instrument and recalibrate. The cta instructed the customer to centrifuge the calibrators if the calibration error persisted. A follow-up with the customer indicated that centrifuging the calibrators resolved the issue. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.